Event description:
Per the clinic, the patient experienced infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 23, 2024.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). It was also reported that, the patient was placed under general anesthesia on (B)(6) 2024 in order to remove the abutment. This report is submitted on may 20, 2024.